Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2022-00004 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a (B)(6) male patient of han nationality. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge, via a reusable pen (humapen unknown device), with an unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2006. On an unknown date in 2014 after starting the insulin therapy, he was hospitalized every year basically, sometimes it was due to slightly high blood glucose for regulating, sometimes was due to recuperating body. In 2014 as well, he was hospitalized due to high blood glucose (pc number (B)(4), batch unknown). On an unknown date in 2015, he had changed to insulin lispro (rdna origin) injections (humalog 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), 12 units in morning and noon, 14 units at night, thrice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2021, he was hospitalized twice due to high blood glucose, and the current condition was more severe (pc number (B)(4), batch 1104d02) than before using insulin, had all diabetes syndromes basically. Information regarding corrective treatment and outcome of the events was not reported. The therapy with human insulin isophane suspension 70%/human insulin 30% was discontinued. The therapy with insulin lispro was continued. The user of the humapen unknown and humapen ergo-ii was unknown, and the training status was not provided. The humapen unknown general duration of use was ten years and humapen ergo-ii general duration of use was seven years. The suspect device duration of use for both humapens was unknown. The action taken with the suspect humapen unknown was discontinued and its return was not expected. The action taken with the suspect humapen ergo-ii was unknown and its return was not expected. The reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30%, insulin lispro therapies and humapen unknown and humapen ergo-ii devices. Edit (B)(6) 2022: updated medwatch and (B)(6). (B)(6) fields for expedited device reporting. No new information added.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement (s) dated (B)(6) 2022 in the b.5. Field. No further follow-up is planned. This report is associated with 1819470-2022-00004 since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen (unspecified device type) had a malfunction (unspecified issue). The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint, concerned a 66-year-old male patient of (B)(6)nationality. Medical history and concomitant medication were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30) through a cartridge, via a reusable pen (humapen unknown device), with an unknown dose and frequency, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2006. On an unknown date in 2014 after starting the insulin therapy, he was hospitalized every year basically, sometimes it was due to slightly high blood glucose for regulating, sometimes was due to recuperating body. In 2014 as well, he was hospitalized due to high blood glucose (pc number - 5836765, batch -unknown). On an unknown date in 2015, he had changed to insulin lispro (rdna origin) injections (humalog 100 u/ml) through a cartridge, via a reusable pen (humapen ergo ii), 12 units in morning and noon, 14 units at night, thrice daily, subcutaneously, for the treatment of diabetes mellitus. On an unknown date in 2021, he was hospitalized twice due to high blood glucose, and the current condition was more severe (pc number - 5836766, batch - 1104d02) than before using insulin, had all diabetes syndromes basically. Information regarding corrective treatment and outcome of the events was not reported. The therapy with human insulin isophane suspension 70%/human insulin 30% was discontinued. The therapy with insulin lispro was continued. The user of the humapen unknown and humapen ergo-ii was unknown, and the training status was not provided. The humapen unknown general duration of use was ten years and humapen ergo-ii general duration of use was seven years. The suspect device duration of use for both humapens was unknown. The action taken with the suspect humapen unknown was discontinued and its return was not expected. The action taken with the suspect humapen ergo-ii was unknown and its return was not expected. The reporting consumer did not know if the events were related with human insulin isophane suspension 70%/human insulin 30%, insulin lispro therapies and humapen unknown and humapen ergo-ii devices. Edit 13jan2022: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 10feb2022: additional information received on 08feb2022 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information for (B)(4) associated with unknown lot of humapen unknown device. Corresponding fields and narrative updated accordingly.